Manufacturer narrative:
Correction: h1 type of the reported event: serious injury summary of the investigation: the manufacturing process for the lead was re-investigated. And all production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. As reported, the ventricular lead perforation was confirmed by the provided x-rays. A reintervention was performed to reposition the subject lead on (B)(6) 2024. Based on available information, it should be noted that cardiac perforation may be attributable to factors such as patient physiology or physician preferred implant site, which are independent of the lead characteristics. Furthermore, cardiac perforation is a well-known potential complication associated to such implantable devices, discussed in published literature. The results of this investigation are retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, the patient reported pain one day post implantation. A perforation of the rv lead (vega) with an associated pericardial effusion was diagnosed. The patient was then transferred to the hospital, where she underwent surgery again on (B)(6) 2024. During the procedure, the vega 58 lead was repositioned and secured at a different position. Since then, the patient has been symptom-free.

Event description:
Reportedly, the patient reported pain one day post implantation. A perforation of the rv lead (vega) with an associated pericardial effusion was diagnosed. The patient was then transferred to the hospital, where she underwent surgery again on (B)(6) 2024. During the procedure, the vega 58 lead was repositioned and secured at a different position. Since then, the patient has been symptom-free.